Manufacturer narrative:
Age at time of event: upper 50's. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-11683, 2134265-2016-11685, and 2134265-2016-11684 it was reported that blood flow obstruction post stent deployment occurred. The target lesion was located in the very calcified left anterior descending (lad) artery. Following pre-dilatation, four synergy ii drug-eluting stents sized 2.50 x 24, 3.00 x 24, 2.75 x 20, and 3.00 x 16 were implanted to treat the lesion. However, post stent deployment, blood flow to the distal lad and several proximal diagonal branches of the lad was shut off. Subsequently, the patient had to be defibrillated when blood flow was lost. The proximal vessel was opened, the patient's rhythm was restored and the procedure was completed. The patient was kept on angiomax drip to open the distal lad and a balloon pump was placed for 48 hours. No further patient complications were reported and the patient survived.